Event description:
It was reported that the patient went to the hospital with blood glucose (bg) values that reached over 500 mg/dl. The patient passed out and was transferred into the intensive care unit (ICU). For treatment, the patient was given fluids and insulin. The patient stated that the cannula was dislodged, while wearing the pod between 4 and 24 hours on the abdomen. The pod was discarded. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.